Event description:
It was reported that the patient presented in clinic with their implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Bluetooth chip reset was performed. There were no patient consequences.